Event description:
It was reported that the ilet pump stopped dosing due to a lost connection with the dexcom g7 and displayed a dosing stopped alert, which was traced to a wrong sensor pairing code causing intermittent communication failure between the devices. Symptoms included hyperglycemia to 401 mg/dl while the pump was not dosing. Outcomes included no health consequences or lasting impact, and glucose returned to range after reconnection and supply change. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified as intermittent communication failure, with relevance to the device¿s electrical and magnetic communication components including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.